Manufacturer narrative:
(B)(4). The sample has been requested to be returned to the baxter product analysis lab (pal) for evaluation. Should an evaluation be performed or additional information received, a follow-up will be submitted. This is the first of three events associated with a leaking dialyzer. This event is related to the xph190 dialyzer. The nipro response indicates: no defect was found in the record, retained samples or production process of the lots concerned; therefore, they were unable to identify the cause of the reported event.

Manufacturer narrative:
(B)(4). The sample was returned to the baxter product analysis lab for evaluation. Evaluation results indicate: this complaint could not be confirmed in the lab. The sample was unable to be completely decontaminated. The testing lab was unable to remove the blood clots from within the dialyzer. Due to the biohazardous condition of the dialyzer no further testing could be performed. A visual inspection was performed and no defects were found. These complaints could not be confirmed. Therefore, a root cause cannot be determined. A review of the manufacturing, process inspection and release inspection records was performed and no defects were noted. In addition, testing of the retained samples showed no abnormalities. Nipro conducted an air leak testing underwater after priming and no leaks were detected in the fibers or the device. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
On (B)(6) 2011, a baxter clinical helpline representative advised of a report from a facility dialysis manager of 3 blood leaks with 3 dialyzers used on the same patient. The event occurred with 2 xenium xph210 dialyzers and 1 xenium xph190 dialyzer. This occurred with the same patient, during the same therapy, with 3 different dialyzers on 3 different machines with the event date of (B)(6) 2011. The blood was not returned to the patient. The patient had a blood loss of 250 - 300cc's each time, for a total blood loss of 750 - 900cc's and the treatment was stopped after the third blood leak. The patient was given antibiotics. She stated that the patient had a central line placed for the dialysis catheter prior to therapy on (B)(6) 2011. The patient had received tpa (a clotting agent) of 10 milligrams prior to therapy with the dialyzer and heparin 3000 - 5000 units prior to placement of the central line. Heparin 2000 units was administered prior to the 1st dialysis treatment. The blood leaks occurred at the beginning of treatment. Treatment was stopped after the 3rd dialyzer leak. A blood leak alarm was noted on the machine and visually for the 1st and 2nd blood leak events and by a blood leak alarm on the machine for the 3rd event. The patient did not receive his treatment. The patient was doing fine and was sent home. The patient is due to return for treatment on friday (B)(6) 2011. The leaks were not confirmed by a hemastix test as the facility does not use test strips. Additional information received from the dialysis manager on (B)(6) 2011: the patient received tpa and heparin prior to therapy on (B)(6) 2011 due to a clotted fistula. After the event of the 3 blood leaks and dialyzers, the patient was sent home and to return on (B)(6) 2011 for therapy. The patient did not return for therapy. The facility was advised the patient had been hospitalized on (B)(6) 2011 due to diarrhea and the clotted fistula. A central catheter was placed during the hospitalization. Hemodialysis therapy was completed in the hospital; the patient was discharged as recovered and has returned to the facility to continue hemodialysis outpatient therapy.